Event description:
New information received notes the patient was stable.

Manufacturer narrative:
Additional information: b5, e1.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient status was unknown.